Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material was not identified during examination. It is likely that the unspecified foreign material at plastic distal end cover occurred because the reprocessing deviated from the instructions for use, and physical damage of the device was confirmed where the foreign material remained. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif-q150 operation manual "chapter 3 preparation and inspection"; instructions for use states the preventative measures in gif-q150 reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.